Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a cervical posterior procedure. During the surgery, it was reported that the cables were broken. No fragments of the cables were remaining in the patient. No patient complications were reported as a result of this event.